Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The analyst indicated that maximum right ventricular capture threshold was consistently 2.5 volts since (B)(6) 2015.

Event description:
It was reported that the patient fell "at some point prior to admission" into the hospital. A device check was conducted while the patient was admitted and high thresholds were noted on the right ventricular (rv) lead. Occasional intermittent loss of capture at high outputs was also noted. It was indicated that the reported fall "may be related" to the intermittent capture issue. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.